Manufacturer narrative:
Surgeon attributes event to pre-existing patient condition and complications related to the initial surgical procedure. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Pt reports developing bowel obstruction two days following umbilical hernia repair with mesh implant. Surgeon advises that the obstruction is related to a mass of adhesions incorporating a loop of bowel associated with omentum incarceration and resection as well as primary abdominal closure issues during the initial procedure. The pt was returned to surgery for device explant to prevent further complications. The pt's abdomen was closed with expectation on a future recurrence.